Event description:
It was reported that a patient had a laparotomy, small bowel resection, ventral hernia repair and peristomal hernia repair (B)(6) 2012 and mesh was implanted. The patient required a reoperation one week later. It was noted that the mesh pulled from suture line. The mesh was explanted and replaced with a different device.

Manufacturer narrative:
(B)(4) - it was reported that a patient had a laparotomy, small bowel resection, ventral hernia repair and peristomal hernia repair (B)(6) 2012 and mesh was implanted. The patient was reoperated on (B)(6) 2012. It was noted that the mesh pulled from suture line. The mesh was explanted and replaced with a different device.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This medwatch report is in response to receipt of mw 4200820000-2012-8028.